Event description:
It was reported that a non-dilatable, heavily calcified, heavily tortuous superficial femoral artery with chronic total occlusion was attempted to be treated with several unspecified balloons, all unsuccessfully. When a jade pta otw 5 x 150 mm balloon was attempted to be used, it ruptured when it reached roughly 22-24 atmospheres. The ruptured component came entirely off the shaft. There was a delay of a few hours while the physician placed stents. Additionally, a cut down of a clot in the common femoral was performed. The hypotube was able to be removed from the common femoral during this time, however, the ruptured components remained in-vivo. The physician attempted to retrieve the components; however, they were difficult to be identified with angiographic imaging and therefore, stents were placed in the area where the balloon ruptured. The physician believed the stents were able to cover the ruptured component. At the end of the procedure, it was indicated that the flow was sufficient and the procedure was completed. The patient was in stable condition. No case image/cd and other information was provided for analysis.